Event description:
The customer reported that the paramedics were called for assistance because his blood glucose dropped to 52mg/dl, and he was afraid that he could not bring it back. Troubleshooting was performed, and no damage to the drive support cap noted. The customer believes that his low blood glucose was due to digestive issues, and he was having digestion problems for a couple of months; his glucose level has been up and down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.